Event description:
Patient was scheduled for right lower extremity angio with intervention of an occluded sfa with isr. Access was the right posterior tibial artery by micropuncture and upsized to a 6 french sheath. Physician used an 035 trailblazer catheter and gladius mongo es 014 guidewire to attempt to cross cto of isr of right sfa. The mongo es and catheter made its way distal towards the ostium of the sfa where proximal cto cap was. After spining the wire and pushing within the lesion, the radiopaque segment and tip of the wire broke off. Physician noted he was spining aggressively but has used that technique for years. There was no patient harm and we continued to work on the patient with a 035 system that eventually crossed and we successfully treated the patient. The wire fragment was left in the patient, most likely tacked up with stent. Successful case with mongo es tip breakage being the incident. No investigation is necessary. Facility discarded device and was not overly concerned. Please advise if you need any other information.